Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Reported event of fiber sma face broken. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lighttrail reusable 270mcg laser fiber was used during a flexible ureteroscopy and lithotripsy procedure performed on (B)(6) 2015. Reportedly, the laser console used was an auriga xl. According to the complainant, during the procedure, the end surface of the laser fiber broke and reflected back laser beam causing a dirty spot on the focus lens surface of the auriga xl console. The procedure was not completed as there was no more laser fiber available for use. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.